Event description:
Broken cuff.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of the huxg1132 showed no other similar product complaint(s) from this lot number.